Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 11 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead area the insulation was found damaged due to wear. At this location the conductor cable leading to the ring electrode was found fractured. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with an other implanted lead should be taken into consideration. Abrasion marks were detected on the leads body between 13 and 12 cm proximal to the lead tip. However, the insulation was not breached. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the cuts into the insulation 45 cm distal to the df4 connector pin and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to spike in rv lead impedance and noise, indicating rv lead integrity issues. Patient received 13 inappropriate shocks on (B)(6) 2019 due to noise in the rv lead. Lead was explanted on (B)(6) 2019. Should additional information become available, this file will be updated.